Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: visual inspection: no significant deformations or other abnormalities of the valves were detected during the visual inspection. Permeability test a permeability test has shown that the valve is permeable with difficulty. Results: first, we performed a visual inspection of the progav®. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability of the valve. The valve was permeable with difficulty finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm the occlusion in the valve, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hg-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a gav w.distal cath.10/40. (#fv320t) was implanted during a procedure performed on (B)(6) 2010. According to the complainant, the valve was believed to be blocked. The patient underwent a revision procedure on (B)(6) 2016. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient information age: (B)(6). Weight: (B)(6). Height: 163 cm.